Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) episode for which the device delivered anti-tachycardia pacing (atp). It was noted that atp accelerated this episode into a ventricular fibrillation (vf). The device successfully delivered an electric shock and converted this rhythm. No additional adverse patient effects were reported. At this time, this device system remains in service.